Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed, and the shock impedance measurement was 119 ohms with a 29j shock. The alert value was reset to 150 ohms, and they will continue to monitor the situation. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed, and the shock impedance measurement was 119 ohms with a 29j shock. The alert value was reset to 150 ohms, and they will continue to monitor the situation. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed, and the shock impedance measurement was 119 ohms with a 29j shock. The alert value was reset to 150 ohms, and they will continue to monitor the situation. This crt-d and rv lead remain in service. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements. A 29j commanded shock and defibrillation threshold (dft) testing was performed, however shock impedance measurements were still greater than 125 ohms. The delivered shock impedance was 147 ohms. The crt-d was explanted and replaced approximately two years after the initial time of report, and a significant amount of scar tissue was removed from the device pocket during the procedure. The rv lead remains in service. It was noted that the final shock impedance measurement was 119 ohms. No additional adverse patient effects were reported. This crt-d was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed, and the shock impedance measurement was 119 ohms with a 29j shock. The alert value was reset to 150 ohms, and they will continue to monitor the situation. This crt-d and rv lead remain in service. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements. A 29j commanded shock and defibrillation threshold (dft) testing was performed, however shock impedance measurements were still greater than 125 ohms. The delivered shock impedance was 147 ohms. The crt-d was explanted and replaced approximately two years after the initial time of report, and a significant amount of scar tissue was removed from the device pocket during the procedure. The rv lead remains in service. It was noted that the final shock impedance measurement was 119 ohms. No additional adverse patient effects were reported. This crt-d was returned for analysis.